Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the implantable cardiac monitor (icm) was unable to be interrogated. No intervention was performed. The patient had no adverse consequences.